Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple shocks for supraventricular tachycardia when atrial events were blanked. Programming changes were suggested but no resolution was reported, and the patient was to be monitored.

Event description:
New information received on (B)(4) 2018, indicates that the patient was admitted to the hospital for atrial fibrillation with rapid ventricular response. It was noted that the patient was hemodynamically unstable. Programming changes were made and the patient was intubated for a week due to the shocks.